Event description:
A medtronic representative reported that their stealthstation treon guidance system was not tracking any instruments. The system tracked instruments temporarily in both synergy spine and mach cranial and then stopped tracking the instruments. The rep stated that the correct instruments were added to the system; and in tracking details it showed all of the instruments and all markers as red status. The rep replaced the optical markers and ensured that they were fully seated; then reported that the cable that goes to the camera is damaged, wires were visible at one end of the cable. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Investigation is in progress.